Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that while placing implant, it is stripped. No further information provided. No further impact to patient. No further medical history provided. Site was grafted with allograft.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotite tapered certain prevail implant 6/5 x 11.5 mm (xiitp6511) was returned for investigation. Visual evaluation of the as returned product identified signs of use; damaged threads wasn¿t identified. Functional testing with an in-house mating screw to recreate the reported event; verified it mated with the implant as intended. A pre-existing condition noted on the per was moderate bone density (type ii). The reported implant was located on tooth # 18 (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020120531). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020120531) for similar events and no other complaint was identified. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (xiitp6511). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur, and the reported event was unconfirmed following physical evaluation and functional testing.